Manufacturer narrative:
B.1. Updated - product problem.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device remains implanted, and the delivery catheter was not returned, no evaluation of the device could be performed.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient had a previously implanted bifurcated stent with exoskeleton (type unknown). The previously implanted device was being relined with the gore® excluder® aaa system. Reportedly the trunk-ipsilateral leg component was successfully deployed. The contralateral gate was cannulated, and the contralateral leg component was advanced. Upon initiating deployment of the contralateral limb, the device reportedly deployed about 4cm and then stopped. It was noted that deployment stopped at the level of the flow divider of the previously implanted device. It was suspected that the deployment line was caught on the exoskeleton of the device. The deployment line was pulled with excessive force in an attempt to deploy the remaining constrained limb. Reportedly the deployment line broke. No further device deployment was noted. Ballooning was attempted multiple times without success. Reportedly access was gained through the patient's arm as a precautionary measure. The physician then pulled the catheter from the lower limb access site with excessive force. The attempt was successful, and the contralateral leg component deployed fully. The leading olive tip of the delivery catheter remained intact. The delivery system was successfully removed from the patient. The procedure was concluded. The final angiogram determined that the devices were placed successfully with full exclusion of the aneurysm. There were no further reported issues. The patient tolerated the procedure.